Event description:
While treating pt the device successfully discharged to the pt at 120 joules. However, on the second attempt to deliver engergy to the pt, at 150 joules, the user heard a "loud pop" sound and the device displayed a "defib fault 78" message. The clinician obtained another device to continue treating the pt. The pt subsequently expired, however it was not a result of the reported malfunction.